Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the needles misfired. The procedure was completed with another trupath biopsy device. There were no patient complications reported and the patient condition was reported as "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.